Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The details provided on the feedback form states that on (B)(6) 2015 13:20 the pump alarmed and displayed "vol infused / complete", the pump was infusing at the kvo rate of 5.0ml/h, and the displayed volume infused = 561.0ml. However the event log identified that the pump alarmed for a fluid side occlusion (upstream) and stopped the infusion having infused 561.922ml. The infusion was not restarted and the pcu was powered down at 13:30:18. An internal inspection did not identify any fluid ingress, damage or deficiencies. The pump was subjected to volumetric accuracy testing and passed. A performance verification procedure (pvp) was completed on the pcu and pump module and all results were within specification. The pump was subjected to a continuous infusion for >48 hours which was completed failure free. This investigation has not confirmed the reported issue and the testing undertaken has confirmed the functionality of the pcu and pump module. Further details relating to this issue were requested, however none were provided and therefore it is not possible to identify a possible root cause of the reported underinfusion.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
One liter of normal saline was set to infuse at 500 ml/h. After an hour and 10 minutes the device alarmed for volume infused and when the user checked the bag, they noted that it still had 1 litre despite the pump indicating a volume infused of 561 mls. From the reported information there are no indications of serious injury to the patient or user as a result of this incident